Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur include, but are not limited to cardiac arrhythmias and death.

Event description:
The following information was reported to gore: on (B)(6) 2021, around 22:00, the patient was transported to emergency care due to an acute type a aortic dissection. The left renal artery was completely perfused by the false lumen, but there was no abnormality seen in the peripheral vascular perfusion. Surgical intervention was not indicated, so antihypertensive therapy was administered and the patient was monitored. On (B)(6) 2021, around 3:00 am, the blood gas test showed an increase in lactate and potassium. There was no symptom of abdominal pain. Around 8:00 am, CT examination confirmed malperfusion from the below renal artery to the femoral artery due to false lumen dilation. At 15:30, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent grafts with active control system. The first ctag (tgmr312610j) was implanted without incident to close the primary entry. The second ctag (tgm454520j) was deployed below the left subclavian artery, at the proximal end of the first device. After the primary deployment of the second device, the patient developed ventricular fibrillation (vf). The second ctag was fully deployed while continuing the chest compression, and the delivery catheter was removed. Defibrillation direct cardioversion (dc) and chest compressions were continued, however thereafter, patient death was confirmed. The physician' comment: reperfusion injury might have caused the patient death. Due to the progression of type a aortic dissection, ischemic state/ malperfusion continued, and after the true lumen was expanded by implantation of ctag, resulting reperfusion injury, the previously necrotic tissue at the peripheral side might have returned to the cardiac following restoration of blood flow. In addition, since the patient had an abdominal artificial blood vessel, the peripheral vasculature was completely ischemic by the progression of dissection.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.